Event description:
Further follow up with the surgeon indicated that there were no x-rays taken and it is unknown if the high impedance was measured before or after the generator replacement. No known surgical interventions have occurred to date.

Manufacturer narrative:
.

Event description:
It was reported that high impedance (>=10000 ohms) was observed on a vns patient's system during a generator replacement surgery on (B)(6) 2015. The generator was replaced due to battery depletion. No known surgical interventions have been performed to date. No additional relevant information has been received to date.